Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Provided images demonstrate the stent inside the vessel with an hour-glass like deformation which confirms stent twisting. The cut out segment of the stent was returned which further confirms the reported event. A manufacturing related issue could not be found. The vessel was tortuous and calcified, the lesion was pre dilated, and no difficulty was encountered during deployment action. During deployment, the system was correctly held at the stability sheath and kept stationary; torque was neither felt nor exerted. System compatible 6f introducer with 0.035" guidewire were used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting, and difficult removal. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment. In particular the instruction for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding access/ accessories the instruction for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...)'. Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' H10: d4 (expiration date: 10/2025), g3, h6 (patient, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right sided severely stenosed superficial femoral artery occlusion via the left common femoral artery reverse perforation access, the head end of the stent allegedly did not released during release attempt and had twisted and deformed after it was finally released and had allegedly caused a difficult to remove issue. Reportedly, an incision was made to cut out and remove the damaged stent. The procedure was completed using another device. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure in the right sided severely stenosed superficial femoral artery occlusion via the left common femoral artery reverse perforation access, the head end of the stent allegedly did not released during release attempt and had twisted and deformed after it was finally released and had allegedly caused a difficult to remove issue. Reportedly, an incision was made to cut out and remove the damaged stent. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a image and photo were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.